Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the universal cord has a wrinkle, connecting tube has a cut, light guide lens and objective lens have a crack, due to adhesive peeling around the objective lens; flare occurs, due to a burn on the plastic distal end cover; insulation resistance value at the distal end does not meet the standard value, the switch box has a scratch, both the suction cylinder and air/water cylinder have no color, grip has a scratch, and the flexibility adjustment ring has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the colonovideoscope's jet tube and light guide lens have foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing in auxiliary jet channel and light guide lens. There was no damage to the area where the foreign material was detected. Therefore, the root cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.